Event description:
It was reported that during a device check pre-magnetic resonance imaging (MRI) the pacemaker displayed a code 1003, indicative of voltage too low for the projected remaining capacity. The pacemaker remains in service and no adverse patient effects were reported.